Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a nurse performed finger-stick with safe-t-pro uno for the blood glucose measurement of the patient. Patient reportedly felt pain at the fingertip while at a pharmacy and found about 3 mm broken lancet needle remained under the skin; self treated and removed needle. No medical treatment was received. No adverse event reported. Alleged device was already discarded; no product will be returned.